Event description:
It was reported that the customer wants to discontinue use of his insulin pump therapy. Customer stated that he has issues being able to see the screen, and has trouble feeling out the buttons. It was reported that the customer has memory issues per his wife. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.